Event description:
The consumer alleges the concentrator stopped working in the middle of the night. The pt's family member went into the pt's room, pt was having seizures and family member called 911.